Event description:
The reporter stated the product was in storage, the seal came apart and there was leakage from the sterile package.

Manufacturer narrative:
A review of the device history record showed no anomalies. To date, the device involved in the reported incident has not been received for eval. An eval has been initiated based upon the reported info.